Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "system message displayed - invalid footswitch" (device displays error message); "short in footswitch cable" (electrical shorting). The nurse reported a system message displayed 'footswitch is invalid'. The nurse stated the patient was on the table. The nurse also stated that there was a short in the footswitch cable last week but the hospital biomedical engineer repaired it. Additional information received from the surgeon stated the event occurred during set up. The footswitch would not function. Eight cases were canceled, only two patients were at the facility at the time. No patients were prepped. No patient injury was reported.

Manufacturer narrative:
The facility biomedical engineer ordered a footswitch cable to repair the footswitch. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).